Manufacturer narrative:
E1 initial reporter establishment name: (B)(6). The electrode lot number and expiration date were not provided. The field service representative found that the suction tube needle was broken. He checked the wash station, replaced the defective tube, and performed tests with acceptable results. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable na electrode results for 1 patient sample on a cobas 6000 c501 module. The initial result was 229 mmol/l. The repeated result was 136 mmol/l. The sample was repeated because the result was considered to be too high.